Event description:
It was reported that the patient experienced erosion with this artificial urinary sphincter (aus). A surgical procedure was performed, during which the existing aus was removed and replaced. No further patient complications were reported.